Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The aortic neck had no thrombus or calcification but was barrel-shaped, ranging from 23 mm in diameter over a length of 8 mm, then enlarging to 29 mm in diameter over a length of 1 cm, and then returning to 23 mm in diameter over a length of 15 mm. Iliac vessels had some tortuosity and mild calcification. It was reported that after the bifurcated stent graft was implanted, a proximal type I endoleak was present, likely due to the neck morphology. The physician elected to implant a 28 mm aneurx cuff, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): evaluation: results: (endoleak), (barrel-shaped aortic neck).